Event description:
It was reported that the 9800 systems left monitor had blacked out twice ("blinks out"). They also reported problems with the wheels on the workstation. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The specified monitor failure could not be duplicated. However, as a proactive measure replaced monitor and erased flash memory and reloaded. Wheels were also adjusted to address wheel issue. The system was tested and found to be working as intended and placed back into service.